Manufacturer narrative:
After a thorough investigation, the engineers determined that the failure was associated with the channel board failure hardware failure, which was replaced.

Event description:
It was reported the epiq 7 ultrasound system was not available during a critical procedure. During an open-heart bypass, the ultrasound system displayed an error code. There was no injury associated with this event. The ultrasound system was exchanged to complete the procedure. The philips service engineer replaced the acquisition module to fix the system. Philips has started an investigation for this complaint.